Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). All information associated with this event was submitted to the bloodline manufacturer. According to the manufaturer investigation, the complaint was confirmed. An engineering study was performed and the potential root cause was determined to be absence of solvent. The manufacturer initiated a quality alert to notify their personnel of the failure mode reported by the customer and updated their visual standard to reinforce the training and awareness of the personnel on the correct method of solvent application and risks when not following correctly the manufacturing process. A review of the device history records for sl-2000m2095 from lot a2000333 was performed and indicated that there were no non-conformances, deviations, or exceptions during the manufacturing process of this lot related to the reported issue and all testing and product inspections were documented in compliance. According to the manufacturer's complaint history review, six (6) leakage complaints were reported in the current year and after investigation, the aforementioned actions were implemented. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by user facility: a leak occurred from the tubing and red connector connection. The tubing and the connector completely separated. All of the patient's blood could not be returned to the patient.